Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material which remained in the air/water nozzle was revealed to be fluorine rubber, but the origin was unable to be specified. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ and section 3.8 ¿inspection of the endoscopic system¿ describe how to inspect for the subject event as below. ¦ inspection of the endoscope 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ¦ inspection of the objective lens cleaning function ¿ inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a defective air and water supply. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, foreign object in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of angle wire the bending angle in up direction does not meet the standard value, plastic distal end cover has a scratch, objective lens has a scratch, scope connector cover unit has a scratch, protector of universal cord on control section side has a scratch, forceps elevator lever has a scratch, free-engage knob has a scratch, right/left knob has a scratch, upward/downward angulation control knob has a scratch, image guide protector has a scratch, flexibility adjustment ring has a scratch, switch box has a scratch, suction connector has a scratch, universal cord has a wrinkle and a scratch, grip has a scratch, control unit has a scratch, due to clogging of nozzle, water removal ability does not meet the standard value, adhesive on bending section cover has a chip, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, connecting tube has a scratch, due to a scratch on objective lens, the image has dark area partially. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.